Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify the reported issue of all three icons (charge pak, attention and service wrench) being present on the display. The readiness indicator on the display showed "ok" when received, indicating the device was ready for use, and the device would power on and defibrillate when prompted. There was also no evidence in the device's memory that the three icons had ever been present. The cause of the reported issue could not be conclusively determined. The customer was provided with a replacement device.